Event description:
During a breast biopsy the device continuously displayed green cable error codes. The system was rebooted and the procedure was completed with no pt consequence. The device was returned for service and repair.